Event description:
The bed controls would not operate the bed. All motors were locked out. The bed was flat and the patient wanted to sit up. The postioning controls would not operate. The maintenance staff responded and was able to fix the bed in the room. Manufacturer response (as per reporter) for hospital bed, versacare bedno response.